Manufacturer narrative:
The cutter was returned, and visual inspection found the cutter was loose without the protective cap and cover. The port window is in the opened position, and the back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris elite system. While performing the cutting test, air was leaking from the vent in the cutter body and the cutter did not cut. The cause of the cutter needle not functioning cannot be determined. The cutter will be sent to the vendor for further investigation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is ongoing.

Manufacturer narrative:
The vendor investigation report noted the cutter needle was bent, a condition that affects cutting. The supplier device history record (DHR) showed product had met all acceptance requirements with no deviations. The cause for the bent needle could not be determined. The investigation is complete.

Manufacturer narrative:
The product has been requested and not yet received for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
A user facility in (B)(6) reports that the cutter was not cutting the vitreous material efficiently during the procedure. Aspiration continued when the cutting problem occurred. There was no significant delay in surgery and no additional anesthesia was required. Changing to a new pack resolved this issue. No patient injury occurred.